Event description:
As reported through the journal article titled "treatment of proximal posterior inferior cerebellar artery aneurysms by intrasaccular flow disruption: a multicenter experience", all patients treated with the web for a pica aneurysm at 3 neurovascular institutions between 2011 and 2021 were retrospectively reviewed and included on an intention-to-treat basis. Among 105 patients with pica aneurysms treated at the 3 institutions during the study period, 16 patients underwent web embolization (15.2%). The median patient age was 60.5 years (range, 48-78 years), and all patients were women. 15 patients available for angiographic follow-up in the intention-to-treat cohort. Two patients required stenting due to the web protruding into parent vessel. Case 1: an apposition thrombus occurred at the web, which could be dissolved with tirofiban. The patient had no infarction and no neurologic deficits. 65 year old female with unruptured, 3.4mm size, 2.7 neck width and 1.3 d/n ratio.

Manufacturer narrative:
A search for non-conformances associated with the device's part/lot number combination could not be performed as the part and lot number are unknown. The device was implanted in the patient and not returned for evaluation. The root cause of the alleged product issue could not be identified. The instructions for use (IFU) identifies vascular thrombosis as a potential complication associated with use of the device.